Event description:
It was reported that a system diagnostic test was performed and showed a high impedance (>= 10000 ohms). This was observed before the surgery in or. The patient was referred only for a generator replacement due to a neos status. During the surgery it was visible for the surgeon that a lead fracture was present. It was confirmed by the follow up physician that the patient's system was tested 3 weeks ago and the lead impedance value was ok. The surgeon decided to complete the replacement surgery without any further actions in order to discuss a lead replacement with follow up physician asap. The review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Follow up with the physician indicated that a lead replacement is planned but has been not occurred.

Event description:
The reported neos status was duplicated in the pa lab. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional, with the exception of the expected low battery voltage. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 2.306 volts verifying a neos condition. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. The data in the memory locations revealed that 106.584% of the battery had been consumed. Follow up with the physician indicated that the lead replacement was performed with success and the vns system works fine with the new implanted lead. It was also reported that the explanted lead was discarded in the implanting facility.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
Patient implant card received reporting that the patient underwent a lead replacement on (B)(6) 2016 due to lead discontinuity. The lead impedance after the surgery was ok (1800 ohms) and the sensitivity was programmed on 3.